Event description:
The patient is enrolled in the (B)(4) clinical study. The patient experienced lv loss of capture. Fluoroscopy indicated the lead had dislodged. Subsequently, surgical intervention was undertaken on (B)(6) 2015 to reposition the lead, however, it was unsuccessful. Reportedly, the lead was explanted.

Manufacturer narrative:
(B)(4).